Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. At the beginning of the heating cycle, the pressure increased to over 200mmhg and the machine stopped. This occurred three times. The fourth time, the physician started heating at a lower pressure of 150 mmhg, and reached 87 degrees much more quickly than normal. When the therapy cycle started, the temperature went over 101 degrees and the machine stopped. The umbilical cord was changed, the machine shut off, and the procedure was restarted. While measuring the cavity again, the physician perforated the uterus which was confirmed with a hysteroscopy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that this event is not related to an ethicon device. This medwatch report is voided as it is not a reportable ethicon complaint.